Manufacturer narrative:
Review of the sensor data available in the data management system demonstrated that the system had just stabilized after insertion and been showing improvement in performance. That calibration instructions in the eversense user guide were not followed. The user had been entering estimated values provided by the eversense app were entered as calibrations rather than true bg values. Customer care made multiple attempts to contact the user to provide education and assistance, but the user remained unresponsive and ultimately requested sensor removal. The territory manager was notified to coordinate next steps, and the case was closed due to lack of user response and discontinuation of system use.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.